Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with accu-chek inform ii meter serial number (B)(4). The reporter noted that all other samples collected for laboratory testing were run on the meter and the meter result compared to the laboratory result. At 11:20 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a glucose value of 330 mg/dl. At 11:30 a.m., a sample from the patient was tested using the meter, resulting with a glucose value of 541 mg/dl.

Manufacturer narrative:
The reporter's strips were returned for investigation. All testing with the returned strips produced acceptable results and no strip defects were observed. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance.